Event description:
It was reported that a few months prior to the report, the patient¿s implantable neurostimulator (ins) migrated to ¿on top of the spine vertebrae¿. This was reportedly creating ¿excess pressure and pain¿. The patient consequently had surgery to have it moved. The patient was scheduled for a follow-up appointment with the healthcare provider (hcp) the following monday.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).